Manufacturer narrative:
Product event summary the catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter shaft was kinked/buckled. The hemostasis valve of the catheter was damaged. A tear was observed on the valve. Blood was observed in the hemostasis valve of the delivery catheter. Blood was observed on the hub of the delivery catheter. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
The delivery catheter used during the attempted implant was reported to be damaged as the lead was not "crossing". The catheter was removed and a different catheter was used to complete the implant. The guide catheter was returned and analysis revealed that the product tested out of specification. No patient complications have been reported as a result of this event.